Event description:
The customer contacted stryker to report that their device turned off twice during patient use. In this state the device may not be able to deliver defibrillation therapy if it was needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the issue but was able to verify the issue was logged in the device's memory. Stryker replaced the device's battery pins as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.